Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a dose of 1401.67mcg/day. The patient had experienced a sudden onset of increased spasticity and itching. The event was noted to have occurred on (B)(6) 2015. The logs were normal. A dye study was performed and was also normal. The reservoir was accessed and a strange cloudy fluid was withdrawn from the pocket. The healthcare provider was ruling out infection and sending the fluid to pathology. It was noted that 17 hours prior, the pump had been filled with 2000mcg/ml concentration from 500mcg/ml concentration. The physician no longer wanted to change the concentration. Additional information was received from the physician's office who indicated that the patient was also being treated with oral baclofen (10 mg, td, tid, prn) at the time of the event. The patient had a medical history of severe spasticity, diplegia, and cerebral palsy. The results of the cloudy fluid that was sent to pathology indicated that there was no baclofen present in the seroma pocket. The patient's pump was refilled on (B)(6) 2015.